Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: "the stapling device jammed and was unable to release" did this happen when the device was closed the tissue? Yes. If yes, has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. 1cm. "Length of the procedure was increased", please provide the additional procedure time. Unknown. On what tissue type was the device used? At what location on the tissue? Lung tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? 2nd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No it had to be cut out. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Unk. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? Unk. What is the age and sex of the patient? Unk. What is the current status of the patient? Unk. Is there any other additional information you would like to share about this device or procedure? No. Was there any change in the patient's post operative care? No. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during an unknown procedure, the stapling device jammed and was unable to release. As a result, the length of the procedure was increased. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.